Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed with the expected number of pulses during priming. No timeouts or drive stalls were observed in the pod data. No damages or deficiencies were observed that would contribute to a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of cannula deployment could not be determined. The cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be short. The timing and cause of this damage could not be determined.